Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged patients generated negative results for all targets (sars-cov-2 and influenza a and influenza b). The same samples were retested on a different platform (cepheid) which yielded a positive result for sars-cov-2 and a negative result for influenza a and influenza b. Both positive and negative results were reported. No harm was alleged. An investigation is in progress to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Although the root cause of the discrepancy could not be identified, it is possible that the viral load of the sample contributed to the alleged results as samples with low viral loads can generate wavering results. It is also possible that sample handling contributed to the discrepancy either due to sample contamination as a result of poor sample handling or if the wrong sample was accidentally tested. Overall, no systemic reagent issue was identified. Updated b6 to add the cobas liat analyzer serial number used for the tests (and the run numbers, for reference). No other information was changed besides these 2 elements. Updated device, eval method, result and conclusion codes and added a component code to reflect investigation conclusions.